Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens, and the lens split during insertion. The incision was enlarged to remove the lens and sutured after another same model lens was implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic was torn and a piece of the lens was torn off. There was evidence of a clear surgical residue. Conclusion - no conclusion can be drawn: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.